Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had received a critical pump error. The customer¿s blood glucose was unknown. Customer reports they received a critical pump error image on the pump screen. Troubleshooting was performed for critical pump error. The customer was advised pump will be replaced. Advised to revert to backup plan. The insulin pump will not be returned for analysis.